Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised due to disassociation of the head from the stem. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by patient's attorney that allegedly he was implanted with an accolade tmzf hip stem and lfit cocr v40 femoral head on his right hip on (B)(6) 2011, and was revised on (B)(6) 2022. It is further alleged that x-ray taken in the ER showed a disassociation between the femoral head and the femoral stem.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by patient's attorney that allegedly he was implanted with an accolade tmzf hip stem and lfit cocr v40 femoral head on his right hip on (B)(6) 2011, and was revised on (B)(6) 2022. It is further alleged that x-ray taken in the ER showed a disassociation between the femoral head and the femoral stem.